Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to fluid loss from the device. A surgical procedure was performed during which the aus was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Updated: b5 describe event or problem, h6 patient codes, h6 device codes, h6 evaluation method codes, h6 evaluation results codes, h6 evaluation conclusion codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus was explanted and replaced. No device issues and not further patient complications reported.